Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received that the physician will continue monitoring. Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. A 1.1 and 21 joule shock were delivered, and shock impedance measurements were noted to be in the 50-60 ohms range. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No additional adverse patient effects were reported. The physician will continue monitoring. Additional information was received which indicated that, the shock impedance decreased abruptly after historically increasing after ICD changing. Technical services (ts) recommended to perform a clinic testing however, since the behavior cannot be explained, or if its reproducible or not, it would be hard to know what the status of the system integrity at this point is. Ts recommended to replace the system. At this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received that the physician will continue monitoring. Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. A 1.1 and 21 joule shock were delivered, and shock impedance measurements were noted to be in the 50-60 ohms range. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No additional adverse patient effects were reported. The physician will continue monitoring. Additional information was received which indicated that, the shock impedance decreased abruptly after historically increasing after ICD changing. Technical services (ts) recommended to perform a clinic testing however, since the behavior cannot be explained, or if its reproducible or not, it would be hard to know what the status of the system integrity at this point is. Ts recommended to replace the system. At this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a rv lead revision occurred, and this ICD was replaced due to normal battery depletion (nbd). Nonetheless, when the tug test was performed on the ICD the pin fell out of the header as the set screw was retracted. The pin was re inserted, and the set screw was tightened, then, shock impedance was observed at a within expected value. Afterwards, the ICD was replaced, the old rv lead was re inserted, pin tightened, and shock impedance retested. The value was, again, within expected values and stable. The new ICD and the original tachy lead are in service. No defibrillation threshold test was performed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received that the physician will continue monitoring. Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. A 1.1 and 21 joule shock were delivered, and shock impedance measurements were noted to be in the 50-60 ohms range. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No additional adverse patient effects were reported. The physician will continue monitoring. Additional information was received which indicated that, the shock impedance decreased abruptly after historically increasing after ICD changing. Technical services (ts) recommended to perform a clinic testing however, since the behavior cannot be explained, or if its reproducible or not, it would be hard to know what the status of the system integrity at this point is. Ts recommended to replace the system. At this time, this ICD remains in service. No adverse patient effects were reported. Device explanted due to normal battery depletion (nbd). Additional information was received which indicated that, a rv lead revision occurred, and this ICD was replaced due to normal battery depletion (nbd). Nonetheless, when the tug test was performed on the ICD the pin fell out of the header as the set screw was retracted. The pin was re inserted, and the set screw was tightened, then, shock impedance was observed at a within expected value. Afterwards, the ICD was replaced, the old rv lead was re inserted, pin tightened, and shock impedance retested. The value was, again, within expected values and stable. The new ICD and the original tachy lead are in service. No defibrillation threshold test was performed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received that the physician will continue monitoring. Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. A 1.1 and 21 joule shock were delivered, and shock impedance measurements were noted to be in the 50-60 ohms range. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No additional adverse patient effects were reported. The physician will continue monitoring. Additional information was received which indicated that, the shock impedance decreased abruptly after historically increasing after ICD changing. Technical services (ts) recommended to perform a clinic testing however, since the behavior cannot be explained, or if its reproducible or not, it would be hard to know what the status of the system integrity at this point is. Ts recommended to replace the system. At this time, this ICD remains in service. No adverse patient effects were reported. Device explanted due to normal battery depletion (nbd). Additional information was received which indicated that, a rv lead revision occurred, and this ICD was replaced due to normal battery depletion (nbd). Nonetheless, when the tug test was performed on the ICD the pin fell out of the header as the set screw was retracted. The pin was re inserted, and the set screw was tightened, then, shock impedance was observed at a within expected value. Afterwards, the ICD was replaced, the old rv lead was re inserted, pin tightened, and shock impedance retested. The value was, again, within expected values and stable. The new ICD and the original tachy lead are in service. No defibrillation threshold test was performed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received that the physician will continue monitoring. Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. A 1.1 and 21 joule shock were delivered, and shock impedance measurements were noted to be in the 50-60 ohms range. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No additional adverse patient effects were reported. The physician will continue monitoring. Additional information was received which indicated that, the shock impedance decreased abruptly after historically increasing after ICD changing. Technical services (ts) recommended to perform a clinic testing however, since the behavior cannot be explained, or if its reproducible or not, it would be hard to know what the status of the system integrity at this point is. Ts recommended to replace the system. At this time, this ICD remains in service. No adverse patient effects were reported.